Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented postoperatively with ¿a worsening glaucoma¿. Reportedly, the stent appeared in good condition with a well formed anterior chamber (ac) and a good vision following tapering of medication. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the patient was on oral as well as topical medications without inflammation. Topical steroids were stopped and the patient was reported on nonsteroidal anti-inflammatory (prolensa). The surgeon will monitor the patient closely. Additional treatment options based on patient condition were discussed. Additional information has been requested.